Manufacturer narrative:
An (B)(6) patient coded during receipt of dialysis treatment, was removed from the dialysis machine and brought to the ER where she expired. Medivators centrisol bicarbonate concentrate mb-330-l was being used during the dialysis treatment. The reason for death is unknown. There is limited information regarding this adverse event. No lot number for the medivators liquid bicarbonate was provided. Medivators ra has contacted the facility department director of dialysis and fresenius post market surveillance team. There was no additional information known or provided. It was reported that the facility did not take dialysis cultures after the patient incident. Medivators ra and qa has reviewed the quality testing for all lots of centrisol liquid bicarbonate concentrate mb-330-l shipped to this distributor over the last 6 months. All lots were within specification. This complaint will be recorded within medivators complaint system. Product lot# unknown.

Event description:
An (B)(6) patient coded during receipt of dialysis treatment, was removed from the dialysis machine and brought to the ER where she expired. Medivators centrisol bicarbonate concentrate mb-330-l was being used during the dialysis treatment.

Manufacturer narrative:
This follow-up report is to clarify that this MDR is not a 5-day report. This was wrongly selected in original submission. (B)(6) year old patient coded during receipt of dialysis treatment, was removed from the dialysis machine and brought to the ER where she expired. Medivators centrisol bicarbonate concentrate mb-330-l was being used during the dialysis treatment. The reason for death is unknown. There is limited information regarding this adverse event. No lot number for the medivators liquid bicarbonate was provided. Medivators ra has contacted the facility department director of dialysis and fresenius post market surveillance team. There was no additional information known or provided. It was reported that the facility did not take dialysis cultures after the patient incident. Medivators ra and qa has reviewed the quality testing for all lots of centrisol liquid bicarbonate concentrate mb-330-l shipped to this distributor over the last 6 months. All lots were within specification. This complaint will be recorded within medivators complaint system. Product lot# unknown.

Event description:
(B)(6) year old patient coded during receipt of dialysis treatment, was removed from the dialysis machine and brought to the ER where she expired. Medivators centrisol bicarbonate concentrate mb-330-l was being used during the dialysis treatment.